Event description:
The customer called to report that the display was blank. The customer did not want to troubleshoot and asked for a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to perform the occlusion test due to the blank display.